Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: exact root cause not established. It is most likely that the epc is causing the issue. It is visible that the epc has suddenly stopped logging on (B)(6) 2021 at 07:04:06 (device time) during a running ventilation. The cfb has started logging as designed. It is visible in the cfb logs that the ventilation continued with the last applied settings and the machine alarmed with red alarm lights, buzzer alarm sound and nurse call as expected. As a resolution mainboard has replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation however a field service representative evaluated the device onsite,replaced the main board,reconfigured sn and ivista,updated the software and performed base unit tests. During analysis of logfiles it shows that the machine was disconnected to the mains supply and shut down due to flat batteries. The epc has suddenly stopped during running ventilation. The cfb logs that the ventilation continued with the last applied settings. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us shutdown down operation and blue screen appeared during patient use. The unit stop ventilating and the patient was transferred to another ventilator. The customer confirmed that there was no patient harm reported from this event.